Event description:
The pt underwent (pci) percutaneous coronary intervention of the mid left anterior descending artery. The vessel was a de novo, flexed, heavily calcified and highly tortuous. There was 90% stenosis. After ivus and pre-dilation was conducted with a balloon (2.5mm: nc mercury), a cypher (2.5x8mm) was delivered to the target lesion. While the cypher was being delivered to the lesion, the physician felt that the stent became caught at the calcification even though there was no problem observed during the delivery for ivus and the balloon used during pre-dilation. When the pressure was applied to the cypher, the balloon wouldn't inflate at all (inflation time and pressure unknown). Therefore, the physician suspected the balloon to be ruptured and the (sds) stent delivery system was retrieved from the pt. A different cypher (same size) was implanted instead at the target lesion without problem and the procedure was safely finished. There was no pt injury reported. The product was clinically used and it will be returned for the analysis. Additional info indicated that after removal from the pt, it is unknown if any other damage was noticed on the sds or stent, however, there was no indication on the report. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This device is similar to us cypher.